Event description:
It was reported the retaining rod threads broke off in lag screw during removal. The threads remain in the lag screw which remains in the patient.

Manufacturer narrative:
Please review attached for investigation results.(B)(4).